Event description:
It was reported that a spectrum pump had an inaccurate flow rate reading, higher than the acceptable range. This occurred during an operational flow rate accuracy check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d10: concomitant product. Additional information: d9, h3, h6, h10: h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.